Manufacturer narrative:
The pump ((B)(4)) was returned for analysis. Upon interrogation the pump was used to deliver dilaudid (2.0 mg/ml at 1.0495 mg/day), clonidine (150 mcg/ml at 78.72 mcg/day), and baclofen (24 mcg/ml at 12.594 mcg/day). Analysis of the pump found over infusion with an unknown root cause.

Event description:
The pump was removed due to normal battery depletion. There was no allegation against the device and no adverse event reported. The device was returned and underwent routine analysis. The patient's indication for use was non-malignant pain and failed back surgery syndrome.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.